Manufacturer narrative:
A ge service representative contacted the customer by phone and directed them in repairing the system by adjusting the ps1 power supply to 5.1vdc. System operates as intended.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.